Event description:
It was reported that this right atrial (ra) lead got dislodged, consequently it caused a micro perforation. The patient exhibited and small pericardial effusion. The patient was admitted and monitored. It was performed an echocardiogram that showed a small amount of pericardial fluid present, but no cardiac tamponade and no adverse effects noted. The atrial lead was removed and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead got dislodged, and it caused a micro perforation. The patient was admitted to the hospital, an echocardiogram was performed which confirmed a pericardial effusion. The atrial lead was removed and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.